Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2024 due to hypoglycemia. The length of hospitalization was 6 hours. The blood glucose level was low at the time of event and the patient got treated with glucagon and food. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country: canada.